Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the customer had image orientation issues with their 30-degree endoscope. The image orientation on the endoscope was flipped. Customer was able to work through the issue and complete the procedure successfully. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the logs but could not find any vision related errors. Tse suggested that the surgeon might have manually rolled the endoscope 180 degrees using the master tool manipulators (mtms) at surgeon side console (ssc) or they might have clutched the arm to rotate the scope 180 degrees. Tse informed customer that the issue can be resolved by removing the endoscope from the arm , rotate it's base until the correct orientation is displayed on the screen , press the clutch button on the arm that was holding the endoscope and then, re-install the endoscope. The procedure was completed with no reported injury.

Manufacturer narrative:
The 30-degree involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the reported event to determine probable root cause. The following additional information was provided: the probable root cause of reported issue is attributed to improper setup. Based on technical support engineer (tse) notes, the system issue was due to a wrong endoscope orientation in reference to the selected system configuration. It can be resolved by removing the endoscope, pressing the instrument clutch button to cancel guided tool change, and re-install the endoscope.

Event description:
Refer to h11 for follow-up information.